Event description:
Cuffpatch was used in an achilles tendon repair (for a complete achilles tendon tear) approximately 2/3 of the cuffpatch was wrapped around the tendon. Swelling and inflammation, as well as wound drainage, were present at 3 days post-op. The serous fluid was slightly cloudy. The tests were negative for infection, but the pt was placed on antibiotics (keflex). The pt returned to surgery) and the condition of the cuffpatch was described as completely degraded. The underlying tissue was described as beefy red granulation.